Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic to remove a urinary catheter. Upon review, it was discovered that the right ventricular lead exhibited 3 inappropriate shocks and antitachycardia pacing therapy episodes due to noise. The device and lead were turned off for pacing and defibrillation however, still implanted and replaced with a new device implanted on the right side. There were no patient consequences.